Manufacturer narrative:
Correction: b1 - product problem should not have been checked. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000154111.

Event description:
It was reported patient experienced ineffective therapy as most of the contacts in one lead was exhibiting high impedances. As such, surgical intervention may be pending to address the issue. It is unknown which lead contributed to the issue.